Manufacturer narrative:
(B) (4): the product was not returned for eval. A review of the device history records did not identify any applicable nonconformance to specification. With the available info, a cause or contributing factor cannot be determined.

Event description:
It was reported that the pt underwent posterolateral fusion (plf) from t10 to l4. While the surgeon was attempting to break off the first set screw, one of the retaining tabs broke off of the torque limiting driver and fell into the pt. The piece was retrieved from the pt. The surgeon completed the procedure with the driver without further incident. No pt complications were reported.